Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and receiver on (B)(6) 2016. Patient's mother was advised to diable other bluetooth devices when possible and that the receiver will display signal loss if it is not near the transmitter. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.